Manufacturer narrative:
Sample was requested, but has not been returned yet. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: excessive noise seen printed ECG tape on a pt utilizing the device. Making the readout "blurry". The device involved had the software upgrade by the manufacturer. No pt injury reported.